Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the jaw of the cadiere forceps instrument broke during the procedure. It was noted there was no patient harm. A piece of the jaw broke into the patient; however, the piece was retrieved. It was noted the customer threw away the broken piece and informed the fragment fell during a tip/accessory collision. The instrument was straightened upon removal. No image/video was available for review. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the director of nursing and obtained the following additional information: it was noted the instrument was inspected prior to use with nothing out of the ordinary observed. During the procedure, the director noted the instrument was removed, prior to the incident; however, the wrist was not straightened. The director of nursing stated the instrument had been in use for 1 hour and 30 minutes before the reported incident occurred. It was stated the surgeon was grasping at the time the reported instrument tip collided with another instrument. The director informed the surgeon used a laparoscopic instrument to removed the fragments. The surgeon passed fragments to assistant and it was confirmed all fragments were captured as all pieces were counted. The instrument wrist was straightened out upon finial removal and no damage was observed to the cannula. No post operative x-rays nor test were performed. The patient has not returned to the hospital for an post-surgical complication. The director confirmed the procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The cadiere forceps instrument was found to have both grip tip broken at the grip base. Two pieces measuring approximately 0.212¿ x 0.672¿ were found to be broken off the yaw pulley. Only one grip tip was returned, and one grip tip was found missing. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw. The cadiere forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. A remotefe/log review was conducted, which resulted in the following findings: the logs showed the customer used the cadiere forceps part# 470049-07 lot# n11200206-0029 during a umbilical hernia repair procedure on 07/01/2020 on system sl0269. It was noted the instrument was used for 0:44:49 minutes and then was replaced with cadiere forceps part# 470049-07 lot# n11200206-0019. The logs show cadiere forceps part# 470049-07 lot# n11200206-0029 had 6 lives remaining.